Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.' Note: this device was implanted post product expiration date.

Event description:
Medtronic received information that 4 days post implant of this bioprosthetic valve, it was replaced valve-in-valve due to severe aortic regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
The implant date has been updated. Additional information was received indicating that the leaflets were found damaged. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.